Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous left superficial femoral artery. The physician advanced the 4.0mm/1.5cm/140cm spcb flextome balloon to the lesion and on the first inflation, inflated the balloon to 4atms and the balloon ruptured. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good". However, the returned product analysis revealed that a blade detachment occurred.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluation: the device was returned inside a 5fr sheath with only the tip of the balloon exiting the sheath. The sheath was split 1mm at the distal end. The device could not be removed from the sheath, therefore a blade was used to split the sheath along its length to free the balloon. A visual examination of the device found that the returned balloon was heavily covered in blood. The shaft was damaged 160mm from the proximal bond and the rapid exchange (rx) bond was also damaged. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure when a leak was noted. A visual and microscopic examination of the balloon material observed a hole on the balloon material at the distal end. This hole may have been caused by slicing the sheath during the investigation. Due to the size of this hole and the amount of congealed blood present on the balloon, no further leaks could be detected. On microscopic examination of the balloon it was noted that one 5mm blade segment at the distal end was detached. All other blades were present and bonded to the balloon surface. The device was removed from the sheath and water was flushed through the sheath but the detached blade segment was not present. No other damage was noted on the device. This type of damage is consistent with the user being unable to remove the device from the introducer sheath as the sheath size was too small, causing the blade to detach and the damage on the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However per the dfu, "use only a 2.00mm (6fr) or larger introducer sheath." Was not followed. The root cause of the reported complaint has been determined to be use error.